Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection manifested by cloudy pd effluent. The cause of the event was not reported. It was reported that "the patient visited pd clinic"; however, it was not reported if the patient was admitted for the event. It was reported that in the clinic the patient was treated with vancomycin injection and ceftazidime. According to the reporter, while at home the patient was treated with ceftazidime (300 mg, intraperitoneal, discontinued). At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.